Manufacturer narrative:
The device was not returned for investigation so the issue could not be fully investigated. A lot history records review was carried out and it is concluded that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. There was no reported clinically significant delay in the procedure and the procedure was completed with another wire. No sample retain/inventory sample available for this part number and/or lot number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal superficial femoral artery that was heavily calcified and a chronic total occlusion. During advancement, the hi-torque connect guide wire coils unraveled after passing through the sheath in the vessel but before crossing the lesion. Another guide wire was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Hospital information: (B)(6).

Manufacturer narrative:
There was no reported clinically significant delay in the procedure and the procedure was completed with another wire. Device discarded by user.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal superficial femoral artery that was heavily calcified and a chronic total occlusion. During advancement, the hi-torque connect guide wire coils unraveled after passing through the sheath in the vessel but before crossing the lesion. Another guide wire was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. (B)(6).